Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer was advised to replace supplies as necessary and resume insulin therapy.